Event description:
A midline incision from a exploratory laparotomy and myomectomy was closed in 2005 with subcuticular staples and augmented with supporting suture for deep wound support. On the first post-operative day, portions of the skin incision separated, although the deep wound support was never compromised. Patient was treated in a brief intervention by closing with metal skin staples under a local anesthesia. The patient was discharged one day early. No additional complications were communicated.